Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the left ventricular (lv) lead exhibited rising thresholds and rising impedance. The right atrial (ra) lead exhibited rising impedance. The leads remain in use. No patient complications have been reported as a result of this event.